Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found the sponge did not have the green pouch or the rfid tag. The sponge was slightly bloody. The reported condition was not confirmed. The investigation found the sponge did not have the green pouch or the rfid tag. The sponge was in a surgical kit that also contained non rfid tag sponges. Could not determine if the returned sponge was supposed to have the tag or not. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the radio frequency (rf) tag was noticed missing once removed from the patient but they did not know if a tag was ever present.